Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level that prompted emergency medical technicians to arrive at customer's home. No exact bg value was provided however, and no further information was obtained despite multiple follow-up attempts by tandem technical support. Additionally, it was reported that the customer experienced an elevated bg level that was "high" per continuous glucose monitor readings. Reportedly, insulin and cartridge were used beyond labeling. Customer declined further troubleshooting for this issue.